Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per tech dealer advised enduser stated will have speed set on turtle and without touching joystick speed goes up to rabbit.